Manufacturer narrative:
Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusion: the gore excluder aaa endoprosthesis instructions for use (IFU) states: the gore excluder aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaa's).

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for left lower extremity ischemia with distal embolization from an aortoiliac source. Endovascular aortoiliac reconstruction was performed with gore excluder endoprostheses and gore viabahn endoprostheses. On (B)(6) 2013, this pt underwent re-intervention for failure of the previous aortoiliac revascularization which involved thrombosis of a viabahn placed on the right side; and progression of an infrarenal aortic stenosis, proximal to the gore excluder endoprostheses. A gore excluder aortic extender component was placed proximally. The pt tolerated the procedure and is reported to be doing well with complete resolution of the ischemic symptoms.